Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous left anterior descending artery (lad) that is 90% stenosed. The patient presented with severe angina; therefore, the lesion was pre-dilatated with a 2.5x12mm semi compliant balloon. The 2.75x28mm xience xpedition stent delivery system (sds) was deployed at 16 atmospheres. Fluoroscopy after stenting revealed an edge dissection at the proximal end of the stent. Another xience xpedition stent was used to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.